Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a faulty switching regulator causing spare lamp to come on intermittently. The evaluation also found the device lamp was out of specification. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset evis exera iii xenon light source to the service center. Upon inspection and testing, it was observed that the switching regulator was faulty which causes spare lamp to come on intermittently. There was no complaint reported by the customer, event was found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the issue was likely caused due to a failure of the switching regulator. The cause of the failure of the switching regulator is unknown at this time. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.